Manufacturer narrative:
The reported event was confirmed for high impedance/loss of stimulation. Microscopic inspection identified multiple internal wires broken inside the paddle/header. The broken internal wires inside paddle are consistent with the paddle being subjected to overstress condition while in vivo.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective therapy due to lead migration. As a result, surgical intervention occurred wherein the lead was explanted and replaced.